Manufacturer narrative:
The event of "swelling, bruising, an allergic reaction and "what looked like herpes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional seen by the patient in the e.r., therefore additional event, product, or patient details are not attainable. Device labeling: intended use/indications: juvederm ultra injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). Precautions: the safety and effectiveness of juvederm ultra injectable gel for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies. Other safety data: postmarket safety surveillance of juvederm injectable gel in countries outside the us indicates that the most common adverse events include swelling, redness, discoloration, and bruising. Physician instructions: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient to a touch-up session after 1 to 2 weeks. Patients may have mild to moderate injection-site responses, which typically resolve in a few days. If the treated area is swollen immediately after the injection, an ice pack can be applied to the site for a short period.

Event description:
Healthcare professional reported event noted 3 days after injection with juvederm ultra in the lips patient developed swelling, bruising, an allergic reaction and "what looked like herpes" on the upper lip. The same day as symptom presentation the patient went to a local emergency room and was prescribed an "antibiotic". The following day patient was assessed by the healthcare professional and prescribed amoxicillin and acyclovir. Per the healthcare professional, symptoms are considered fully resolved,